Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during the osteotomy of ulna the surgeon used a six-hole plate according to the technique guides. After twenty (20) days it was noticed a secondary rotation dislocation of the limb. This required a revision surgery. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: an internal review of the received x-rays has been completed by a depuy synthes (B)(4) with results as follows: "I have reviewed the x-rays and the complaint history and can confirm that there seems to be opening of the osteotomy site and rotation of the limb as described in the complaint description. There is no evidence of screw back out or breakage."

Manufacturer narrative:
No anomalies were detected during device history record review. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the product explant has not yet occurred. After the next x-ray results, how to proceed will be decide. Probably an explant, a bone graft and a new plate implant will be needed.

Manufacturer narrative:
Additional narrative: patient age, gender and weight are unknown. Event date: unknown. Additional product code: hwc. It was not reported if the device was explanted during the revision procedure. Secondary rotation dislocation of the limb. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.